Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device outside of a procedure. It was reported that the site had a broken instrument that needed replacement. The thread of the open spine clamp driver was defragmented. There was no patient involvement.

Manufacturer narrative:
Additional information: device lot number updated. The inst (B)(4) driver open spine clamp (lot# 160126) was returned for analysis. Through visual/physical examination analysis found physical damage. The returned driver had a very worn handle with a rough surface. The printed artwork was nearly unreadable. The tip of the driver was slightly rounded out but still usable. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.